Manufacturer narrative:
(B)(4). It was reported that the patient connected to an unprimed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had connected to the patient line before priming completed for peritoneal dialysis therapy on the homechoice device. The patient was connected at the time the reported event; however, they disconnected right after they realized that the line did not have any fluid in it. The technical services representative assisted with ending therapy in order to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.